Manufacturer narrative:
Date of event is unk. (B)(4). .

Event description:
The facility stated the cartridge split prior to insertion. It was indicated that the lens was implanted and there was no pt injury. The facility believes a cartridge malfunction occurred.